Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number: was the end-user a new user of this product? In relation to needle, what is the approximate location of suture breakage with first suture? In relation to needle, what is the approximate location of suture breakage with 2nd suture? It was reported that the first suture was crimped. Was the defect noticed before use? Was the sales rep present during the procedure? What in the physicians opinion was the cause of the suture breakage?

Event description:
It was reported that a patient underwent a davinci hysterectomy procedure on (B)(6) 2017 and barbed suture was used. While initiating the 2nd pass of the needle, the suture broke during vaginal cuff closure. A different type of suture was used to complete the procedure. There were no reported patient consequences.

Manufacturer narrative:
Additional information: one used needle/suture piece and one suture piece were returned. During the inspection of the needle/suture was observed slightly marks on the body of the needle by use of the needle holder. The suture was examined and body fluids were observed along of the strand and the end of the suture was busted. Also, the suture piece was inspection and body fluids were observed along of the strand and an end of the suture piece was busted and the other end of the suture piece was cut. The ends of the strands do not match, could not be determined which caused this damage. Additionally, the one suture piece was tested by tensile strength and the strands met the fg requirements. It could not be determined what may have caused the reported incident.